Manufacturer narrative:
Formatted history file confirmed pump error 15 due to software error. No pump error 54 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump had multiple alarm for pump error. Customer¿s blood glucose was 12mmol/l at time of incident. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.